Event description:
It was reported non-sustained lead noise due to post-paced t-wave oversensing was observed on the ventricular channel via remote transmissions. Patient was asymptomatic. Programming changes were made with no further issues reported. Patient is doing great. Device remains implanted.